Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2013, the patient was treated for an abdominal aortic aneurysm. The physician implanted a gore® excluder® aaa endoprosthesis featuring c3® delivery system and two gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On an unknown date, it was discovered that the gore® excluder® aaa endoprosthesis featuring c3® delivery system had migrated distally due to dilatation. Plans were made to reintervene on (B)(6) 2023, two gore® viabahn® vbx balloon expandable endoprosthesis(s) (vbx device) were intended as snorkel devices during treatment of an aortic aneurysm. The vbxs were to be implanted as part of a procedure to extend proximally with a cook device. One vbx device was stationed in the mesenteric artery inside the introducer sheath (manufacturer unknown) and another vbx device was stationed in the renal artery inside the introducer sheath (manufacturer unknown) and were being staged for deployment. However, while advancing a cook thoracic device the aneurysm was dissected and the blood pressure dropped. The physicians were unable to get the bleeding under control and the patient expired. There was no allegation against the gore device in relation to the patient death. It was due to the aneurysm rupture caused by attempted implant of the cook device.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use, adverse events with may occur and/or require intervention including, but not limited to, component migration h6: type of investigation code b21 updated to code b14 with completion of phr review. H6: investigation findings: code c21 updated to code c19 as a result of phr review. H6: investigation conclusions: code d16 updated to code d12 and d15.